Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that error message "generator is busy starting up, no x-ray is possible¿ displayed. Upon troubleshooting and reviewing error logs, fse found system reported hv error. Fse used multimeter to measure filament resistance of tube, found filament was opened. The defective part was returned for analysis, the reported problem of no x-ray available was confirmed, the investigation showed that the tube failed with a blown small filament. Root cause was normal wear and tear (small filament blown). However, to resolve the issue fse replaced a new tube and performed the calibration. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion generator is busy starting up and no x-ray is possible. The device was in clinical use at the time of the reported event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the tube which resolved the issue. The device was returned to use in good working order.